Event description:
It was reported that customer experienced battery depletion issue with pump. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up and no additional information was received regarding the outcome of the event.